Event description:
It was reported that a peripheral cutting balloon procedure was performed in 2005. The target lesion was located distal below the knee, with no vessel tortuosity; lesion type was denovo and mild calcification at target lesion. Lesion morphology showed eccentric stenosis and tight stenosis lesion. The angiographic data for target lesion showed the reference vessel diameter 4 mm, lesion length 20.00 mm, pre procedure 85 % stenosis, and post procedure 0% stenosis. The 6 month follow up, patient's status was "dead" no follow up data for the first through third month provided.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.device not returned for analysis.